Event description:
It was reported, that the camera head experienced multiple occurrences of an e226 scope communication error. The camera got stuck in the processor and was unable to be unplugged. The customer is using wipes to clean the camera head between cases (kimtech), and are using a wrapping sterile system for procedures. The issue occurred during preparation for use, and the intended therapeutic urology treatment procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This medical device report (MDR) is related to the following MFR report number: 3002808148 - 2024 - 00880

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, root cause could not be identified. Olympus will continue to monitor field performance for this device.